Manufacturer narrative:
Evaluation of the returned red72 revealed that the catheter was kinked underneath the strain relief and revealed a fracture at the kinked location. If the red72 is advanced at an angle, damage such as a kink and subsequent fractured may occur. The fracture likely contributed to the reported leak near the proximal end. Further evaluation revealed an additional kink in the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), neuron max 6f 088 long sheath (neuron max), and a guidewire. During the procedure, after advancing the red72 through the neuron max, the physician noticed that the red72 was leaking near the proximal end. Therefore, the red72 was removed. The procedure was completed using a new red72 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.